Event description:
Per the clinic, the patient experienced swelling and exudation around the implant site. The site was reportedly drained (date not reported) and the patient was treated with antibiotics (date, type and duration not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016, and the patient was reimplanted with another cochlear device during the same surgery. This report is filed october 11, 2016.

Manufacturer narrative:
This report is filed on october 21, 2016.

Manufacturer narrative:
(B)(4): implanted device remains.